Manufacturer narrative:
The device was received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or if additional info becomes available, a supplemental report will be sent. (B)(4).

Event description:
Report received from (B)(6), stating that the device had a damaged hose. It is unk if the device was being used during surgery. It is unk if injuries or medical intervention occurred. There was no additional info provided.